Manufacturer narrative:
Investigation ¿ evaluation. It was reported, during a ureteroscopy holmium laser lithotripsy using a ngage nitinol stone extractor, the operator opened the device and discovered the 'switch assembly' to be broken. The procedure was completed by using another new device. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device found that the device was returned with the handle disassembled. The collet and collet knob were returned in a plastic bag. The basket formation was in the open position. The mlla (male luer lock adapter) was tight. The polyethylene terephthalate tubing (pett) was not returned. The support sheath was noted to be slightly bowed. Functional testing found that the basket formation could be manually actuated to the open and closed positions. The handle was reassembled and once reassembled the handle could actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open, and the handle was disassembled. The black collet knob and brass collet were returned, but the pett tubing was not. The handle was reassembled, and normal device function was restored. It appeared that the black collet knob had come loose on the complaint device. The collet knob is tightened by a torque driver during device assembly, and proper functioning of the device is verified during manufacturing and quality control checks. Possible causes for the separation of the cannulated handle and collet knob: the torque drive was not used during handle assembly, a manufacturing issue. The knob may have been loosened by user in an attempt to adjust the functioning of the device. There is not enough evidence available to make a conclusive determination of the cause of the cannulated handle separating from the collet knob. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy holmium laser lithotripsy using a ngage nitinol stone extractor, the operator opened the device and discovered the 'switch assembly' to be broken. The procedure was completed by using another new device. No adverse effects were reported due to the alleged malfunction. Additional information has been requested. A follow up report will be submitted if additional details requested are received.